Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-180mg/dl fasting. Test strips expired 08/31/2015. Reviewed meter memory: 1:446mg/dl fasting:yes. 2:300mg/dl fasting:yes. 3:160mg/dl fasting:yes. Memory concerns:446, 300mg/dl. Customer unable to retrieve last 5 results from meter's memory, but customer states she writes her result down in her log book but without proper time and date. Adverse event not reported.